Event description:
It was reported that during an unknown procedure the device fired fine the first time with a white cartridge. The device was reloaded and jammed on the second firing. The device was removed from tissue, but could not be reloaded with another cartridge. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 04/04/2012. Release button. Additional information was requested and the following was obtained: on what tissue type was the device used?asku. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. During which stroke did the event occur? 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? Asku. If so, which product? Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Asku. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? No. The device was received for analysis with no visual non-conformances and with a cartridge reload loaded on the device. The reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequences. However, the knife did not returned completely to home position; it was manually assisted. The device was disassembled to verify the condition of the internal components; the release button was noted to be damaged and the release button posts were broken. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open. In addition, one indicator disk was damaged. The batch record was reviewed and no anomalies were noted during the manufacturing process.